Event description:
On (B)(6) 2018 the nurse placed a tourniquet on the pt's right arm and cleaned the insertion site. While inserting the 18 gauge IV catheter, needle, the pt flinched and pulled his arm away. The needle was advanced and blood was drawn. As the blood was being drawn, the vein infiltrated.